Manufacturer narrative:
(B)(4).

Event description:
Device has been returned and its analysis is as follows. The device was returned within its original packaging, inside a generic brown box. The catalog and lot numbers on the label matched the numbers from the event. The device was returned with no evidence of blood and the stent graft remained within the delivery system. Upon inspection of the delivery system, the internal components of the rear grip were misaligned, causing the internal components to slightly protrude from rear grip. The thumbwheel was attached to the delivery system and no obvious damage was observed. The rest of the device was unremarkable. During cleaning of the device, the rear handle easily disconnected from the delivery system. In addition, the internal components disconnected from the rear handle. The thumbwheel was advanced forwards and backwards without any issue. The thumbwheel halves were unsuccessfully attempted to be separated by hand; the thumbwheel tabs functioned as intended and showed no signs of damage. Microscopic inspection of the rear grip and s crewgear showed no major signs of damage. A single rib of the internal component of the rear handle was slightly deformed. The complaint rear handle break event was confirmed; however, the wheel break event could not be confirmed. The root cause of the event could not be conclusively determined.

Event description:
It was reported that the physician attempted to implant the stent graft system. Before implant, it was reported that there was no lumen at the tip of the nose cone, making it impossible to flush the delivery system. A second stent graft was prepared for use, but the rear handle and back end wheel were found to be broken before use. Both devices were returned for analysis.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.